Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the root cause was determined to be a loose radiofrequency (rf) head connector on the link electronic module (lem) board.

Event description:
It was reported there was difficulty interrogating with the programmer. The programmer rf (radiofrequency) head was changed, but the problem persisted. No information was received indicating patient involvement.